Event description:
It was reported that, "anatomic patella fractured underneath the triathlon patella. No fall involved. Surgeon elected to treat conservatively. No surgery required."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.